Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead was difficult to connect to the header of the new cardiac resynchronization therapy pacemaker (crt-p). Subsequently, the physician tried to place the rv lead into the atrial port of this crt-p, and the rv lead was successfully connected. However, the physician opted to replace both the crt-p and the rv lead. The patient is continuing to be monitored. At this time, no adverse patient effects have been reported. The crt-p and the rv lead were unable to use.